Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to a charge time measurement of 34 seconds. The monitoring voltage was 2.56 volts. A device changeout procedure planned to be scheduled. To date, there have been no adverse patient effects reported.